Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, high threshold and low r-waves were observed on the right ventricular channel. The physician tried placing the lead in multiple locations but the results were the same. The physician opted to use a new lead and the patient was stable following.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.